Event description:
During an elective device replacement procedure, the set screw was unable to be loosened and the atrial lead could not be disconnected from the device. The lead was cut and capped, but not replaced due to patient no longer requiring atrial stimulation. The physician added a cap to the atrial channel on the new device. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection revealed minor burn marks consistent with the explant procedure. Analysis of the atrial set screw revealed damage and silicone material in the hex cavity. Analysis indicated that the torque driver may not have been fully inserted into the atrial set screw hex cavity and when pressure was applied to tighten the set screw, the hex cavity was stripped. Furthermore, this may have led to difficulty loosening the set screw causing difficulty in releasing the atrial lead. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed based upon programmed settings and usage data and it was normal.